Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient told them that recently the stimulation turned on unexpectedly during the night when pt had stim off. Exact timing of the event was unknown. Caller indicates this may have been positional stim but this is unclear.  Pt recently got new bed. Tss reviewed that magnets in bed shouldn't affect stimon/off status. It was noted this event was associated with the patient's traditional implanted neurostimulator (ins), not their peripheral neurostimulator (pns). The manufacturer representative (rep) reported that they weren't able to confirm the serial number of the patient's traditionally placed ins. The patient first noticed that the ins was turning on/off within the last month. The cause of the ins turning on unexpectedly was not determined, and it was still occurring, so ins replacement was a possibility. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their stimulator "shocked the crap out of me" in 2016. Patient also said that their peripheral stimulator implant battery doesn't stay charged up and this has been going on since 2017 for past reports of this in. Pt said that they are having upcoming surgery on (B)(6) with dr. (B)(6) to replace their implant batteries (pss only sees one active implant on file). Pt called ps because they wanted to know if this surgery was going to be compensated by medtronic because of their ongoing issues since 2016. Pt said that they have worked with several medtronic reps. [**see omitted related information in (B)(4) - shocking and (B)(4) - ins not staying charged**].

Event description:
Additional information was rec'd from the pathology and they currently have the patient¿s device that was explanted on (B)(6) 2021. Patient wants device to be sent back to manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97714 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies, however foreign material was observed in the implantable neurostimulator (ins) connector port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97714; serial#: (B)(6); product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.